Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that she needed to know, what to do next in regard to the interstim implant. The patient reported that she has had nothing, but problems since getting the interstim put in. The patient reported that "nothing is working" and she was worse off now, then how she was prior to getting the interstim put in. Patient services asked if the patient was not seeing symptom control and she confirmed that she wasn't seeing symptom control because she was "peeing all over the place". She stated she changed her clothes 20 times a day and could not go anywhere. She mentioned being frustrated about the situation related to the symptoms she was experiencing. She also reported that she had a lot of pain in her vagina, that went down her leg. She stated that her "legs are killing her". She indicated that she met with a manufacturer representative (rep) to get her interstim reset. She further stated whenever she got the interstim reset, she would go home, and the pain in her vagina that went down her legs would still be there. When asked if she needed assistance with making adjustment she declined to make adjustments because she had parkinson's disease and did not want to do the adjustments herself. She noted that she knew the interstim was on because she was hurting right now from the vibrations (stimulation). She noted she felt it hurting her up and down her leg. Patient services reviewed stimulation should never be uncomfortable, and that the patient should consider adjusting the stimulation down to a comfortable level. The patient declined to turn the stimulation down because if she decreases it, "she will start urinating". Patient services offered to send a message to the field regarding possibly meeting with the patient in person, but again the patient declined, and the call disconnected. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated they were not really happy with their device. They reported that not long after they gad it, they didn't even believe it was working. It was like the battery was dead or something. Patient reported it had gotten worse instead of better. Patient wore more pads than when they didn't have it. Patient reported they were wearing the biggest poise pads. Patient reported they had turned it up and down. They had not tried other programs. Patient had been on program 2 and had gone between 1.05 and 1.20 volts. They were able to sync with their programmer, it showed stimulation was on program 2 at 1.15v. When patient tried to increase stimulation it wouldn't let them. It was believed stimulation was off, the patient turned on the stimulation and increased to 1.25 volts where they said they could feel it. Patient was told to give it a couple days, if they symptoms didn't resolve, they could call back and get help adjusting the settings again. The patient said they had spoken with the manufacturer representative and told them about their device not working and they came back and adjusted it. Patient reported they were made aware of it not working not long after they had it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient has the device turned off now as this is the only way that she got relief and has no intention of turning it back on. Patient mentioned that she has parkinsons disease and stated that the "stress of having all of this" makes her tremors worse. Patient clarified that her pd/tremors are unrelated to the device/therapy. Patient said her trial was only a day and a half and she knew nothing about device or therapy before getting it and the hcp talked her into getting device even when he knew that the patient already had parkinson's disease. Patient said she can't have imaging done to see if the device had moved, etc., because she has another device manufacturer's dbs device. Patient reports that the implanting hcp was a general practitioner and not a urologist. Pt stated that she finally just turned it off because that was the only way she got any relief. Patient also stated that she has leakage and confirmed that is the reason she had the device implanted. Patient stated that she could wake up tomorrow in agony again, but she doesn't think she will since the device is turned off now. Patient also mentioned that she went from wearing a small pad prior to implant to a large giant overnight pad now and it keeps getting worse and worse. Pt further clarified her not being able to walk and stated that the worst it got was on memorial day when she woke up and went to step on the floor and couldn't because the pain was so excruciating it went up the leg into my buttock where the implant is. Pt stated that she went to the hcp that day because she didn't know what was wrong. Patient mentioned that the doctor and two manufacturer¿s reps have tried reprogramming, and that they would always say "this should be better" after the reprogramming and it never got better. Patient is not planning to see the hcp again for months. Patient services offered to send the patient new hcp listings and patient declined. When asked what were the circumstances that led to felt stimulation only down her leg/ target urinary frequency/urgency symptoms controlled, patient said she felt stimulation in her vaginal area but when stimulation was turned up stimulation would start to go down her leg which caused terrific pains down her legs. Patient said she had back surgery prior to device and stimulation gets in her back when it was turned up so when that happens she can't even walk, and stimulation gets "everywhere" (down pt's leg and foot, everywhere' when its increased). Patient said she doesn't know what caused this to occur, as she didn't have any falls or trauma. Patient said she was overweight and maybe that was a contributing factor to her problems. Patient said current weight is 262 pounds, and said she weighed less at the time that she had device put in. When asked what steps were taken to resolve felt stimulation only down her leg patient said ultimately, she turned the stimulator off and wasn't using it. Patient said she made this decision after going to her hcp and having them turn stimulation up and down which wasn't helpful because next thing she would know she would be peeing her pants again and its only gotten worse. Patient noted that the manufacturer¿s rep was helpful and tried everything, but nothing helped. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient reiterating the lack of symptom control since implant. Patient has been using p2 since the last call, but the interstim therapy was still not controlling her target urinary frequency/urgency symptoms. Patient stated she has to wear pads constantly. Patient services assisted the caller in changing through all 4 programs and increasing amplitude to comfortable levels on each. Patient synced with the ins and confirmed stimulation was on and set to p2 at 1.25v. Patient changed to p3 at 1.1v felt stimulation only going down her leg (off target), changed to p4 at 0.8v felt stimulation only down her leg (off target) and changed to p1 at 1.4v felt stimulation only down her leg (off target). Patient service reviewed that the only program to provide stim to the target location was p2. The patient was not aware before today that p1, p3, p4 causing stimulation in the wrong location. Patient also mentioned that one day she had "terrible pain" going down her leg, and she had to turn stimulation off to resolve it.